Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The acct rep reported that the 7mm extended length endoscope distal end of the scope was damaged. No patient effects as there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/22/2022. A photograph was provided by the account. A photographic inspection was conducted. A burr was observed on the tip of the endoscope. No other visual defects were observed. A visual inspection was conducted on 08/03/2022. Signs of clinical use and no evidence of blood was observed. A metal "burr" was observed on the tip of the endoscope. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #: (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.